Event description:
It was reported that a patient presented to the emergency room after receiving a vibratory patient notification. The device was found to be in reset mode. Device download was attempted but loss of communication with the device was observed. It was noted that the wrong device model and serial number was provided, but later was given the correct device model and serial number, which failed all telemetry tests. Another attempt was made the following morning, and a firmware download was successfully performed. The patient is fine and will be followed normally.